Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the ECG connector was loose. It was also noted that the stylus was missing, the keyboard was missing, both keyboard hinges were cracked, and the programmer kept booting many times after every start up which required a new software installation. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) connector had become loose causing interference on the ECG reading. The programmer was returned to the manufacturer for servicing. There was no patient involvement.